Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter was prompting an "ER 2" message. Per the onetouch ultra owner's booklet, this error could be caused by a used test strip or a problem with the meter. The patient called back on (B)(6) 2011 to provide additional information. This complaint was classified based on the customer service representative (csr) documentation. It is not known how soon prior to contacting lfs the error message began to appear. During initial call on (B)(6) 2011, it was noted that the error message appeared as soon as the subject meter was powered on. A replacement meter was sent to the patient. The patient denied developing symptoms or receiving medical treatment at the time of that call. On (B)(6) 2011, the patient contacted lfs stating that he had been hospitalized on (B)(6) 2011 as a result of not being able to test his blood glucose due to delay of receiving the replacement meter. The patient informed the csr that he manages his diabetes with insulin (sliding scale). As a result of not being able to test his blood glucose due to the subject meter not functioning, he guessed how much insulin to take. The patient claimed on (B)(6) 2011 at approximately 3am, he woke up feeling nauseous and reported having fruity breath. The patient stated he immediately administered 5u of rapid acting insulin; however, when the symptoms did not subside he contacted emergency services. The patient stated he was taken to the hospital by ems and at the arrival to the emergency room his blood glucose was "600 mg/dl" when tested with a hospital meter. The patient reported being treated with IV fluids to lower his blood glucose and mentioned being hospitalized for 3 days. This complaint is being reported because the patient claims he was hospitalized and received treatment for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).